Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked. The reported recurrent mr appears to be related to the clip opening. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances as the patient returned to the hospital and another clip was implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip passed established final arm angle (efaa) during prep and during the procedure, the clip was implanted successfully. The final mr was grade 2. There were no clinically significant delay or adverse patient effects reported. On (B)(6) 2025, the patient presented with grade 3-4 functional mitral regurgitation (mr) for a secondary mitraclip procedure. It was noted that the previously implanted clip had opened to approximately 60 degrees. An additional mitraclip was implanted successfully. The final mr was grade 2. There was no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.